Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to low blood glucose level of 33 mg/dl. Customer stated that the batteries got dead in 2 to 3 days and buttons were hard to push. The insulin pump will not be returned for analysis.